Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (3000 mcg/ml at 480 mcg/day) via an implanted pump. On (B)(6) 2020 the pump and catheter were replaced due to a seroma at the pump site. The issue began on (B)(6) 2020. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿potentially had a white sock around pump from prior surgeries.¿ this was also removed. The issue was resolved. The patient status was reported as ¿alive, no injury.¿ no further complications were reported/anticipated.